Event description:
The pt was transferred with savina to examination. During this procedure savina was connected to main power supply. When the pt was transferred back to his room savina suddenly stopped ventilation. The pt was ventilated with ambubag. No pt injury was reported.